Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that approximately two months after implant, dislodgement of this right ventricular (rv) lead was identified. Consequently, the patient underwent surgery and the lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Event description:
It was reported that approximately two months after implant, dislodgement of this right ventricular (rv) lead was identified. Consequently, the patient underwent surgery and the lead was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported dislodgement. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.